Event description:
The MFR rep reported the pt's intrathecal drug delivery device was removed due to infection. Add'l info received from the hcp indicated the drug used in the pump was lioresal (dose and concentration unknown). The last refill was in 2007. The pt presented with symptoms of infection including redness and incisional wound opening in the location of the device pocket. The pt did not have meningitis. A culture was obtained which produced coagulase negative staph growth. The pt was treated with IV antibiotics and total device system explant. Due to the device being explanted, the pt experienced withdrawal symptoms of spasticity. The hcp reported the infection resolved and notes debilitated status as a risk factor for this pt prior to implant.